Manufacturer narrative:
B3: unknown. Device evaluation: one device was received. A visual inspection found a damaged battery door and battery compartment, and a loose remote dose connector. A review of the event history log found a high number of "high alarm displayed: downstream occlusion" alarms, which point to a faulty dso sensor. During the functional testing, the customer reported issue was able to be confirmed. The cause of the issue was found to be a loose remote dose connector. The remote dose connector was tightened. The battery compartment, battery door, dso seal, dso sensor, and dso bezel were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the bolus connector was broken. There was unknown patient involvement and unknown patient harm/adverse event reported.